Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscopic camera manipulator (ecm) for failure analysis investigation. The unit was analyzed and was installed onto a known good system where no faults occurred in normal mode, but when clutched the insertion would click, replicating the reported event. Visual inspection found the rolling loop, flat flex cables (ffcs) to be bent and warped. The complaint was confirmed based on the failure analysis. The root cause is attributed to motion issues caused by warped communication cables (rolling loop).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic camera manipulator (ecm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, user informed the technical support engineer (tse) that there was a patient side cart (psc) axes controller motor (acm) arm movement issue, specifically that the ecm arm became stuck and produced noise during pitch movement, while the other arms remained functional. The user attempted a power cycle which did not resolve the issue, and it was confirmed that no error was logged for the problem. The user converted to a laparoscopic approach to continue with the procedure. A procedure delay was reported.